Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture related to an unknown side. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.4 , h.4 , h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture related to the right side. Device has been explanted.